Event description:
It was reported that the patient had the inflatable penile prosthesis removed as the pump would not cycle correctly. The patient indicated that he felt he had lost penile length and was dissatisfied. No patient complications were reported.

Event description:
It was reported that the patient had the inflatable penile prosthesis removed as the pump would not cycle correctly. The patient indicated that he felt he had lost penile length and was dissatisfied. No patient complications were reported.

Manufacturer narrative:
Upon receipt of the cylinders, pump, and reservoir of this inflatable penile prosthesis (ipp) at our quality assurance laboratory, the returned component underwent a thorough analysis. The flat reservoir was visually inspected and functionally tested. The kink resistant tubing (krt) had worn down to the filament near the window quick connector (wqc). No leaks were found. The momentary squeeze (ms) pump was visually inspected, and functionally tested. No leaks were found. The kink resistant tubing (krt) was worn to the filament; however, no leaks were present. During functional testing, the pump did not pass activation tests 2 and 3. The cylinders were visually inspected, and leak tested. Both cylinders had a worn fold in the middle/proximal end of the cylinder body. The krt was cut at the input tube sleeve. The krt segment was worn down to filament. The cylinders had a leak with broken fabric threads due to sharp instrument in the proximal end. Based on the information available and analysis results, the reported clinical event of a mechanical issue was confirmed.